Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review could not be completed because no lot number was provided. Because the device was not returned no investigation could be completed. This report will be updated if the device is made available to mmdg for evaluation.

Event description:
The initial reporter stated that they had an issue with air bubbles in the administration set. Mmdg did follow up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint, and that they had no further information about the complaint. (B)(4).